Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver stuck at "dexcom" screen and receiver moisture damage. A receiver boot test was performed and failed due to the receiver stuck at "dexcom" screen and receiver moisture damage. Functional tests were not performed due to the receiver stuck at "dexcom" screen and receiver moisture damage. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to the receiver stuck at "dexcom" screen and receiver moisture damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).